Manufacturer narrative:
(B)(4). Device evaluated by MFR: the related rotawire was returned inserted in the catheter device. The guidewire was removed with considerable difficulty. An initial examination of the rotablator catheter unit was carried out. It was noted that blood was present at the distal tip of the catheter sheath and that the tip was damaged. It was noted that the distal tip of the sheath was torn and blood was present on the sheath that had separated from the proximal sheath. The damage to the sheath may have resulted from insufficient saline flow and/or contact between the rotating burr and the distal tip of the sheath. The burr was microscopically examined and the annulus was damaged, indicating the rotating burr came in contact with the guidewire. A scratch test was performed which confirmed that the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05251 & 2134265-2010-05250. It was reported that during a rotational atherectomy treatment procedure, a death occurred. The patient presented with chest pain. The 90% stenosed, concentric lesion was located in the severely calcified and moderately tortuous proximal to mid to distal right coronary artery (rca). The proximal lesion was 20mm long, the mid lesion was 30mm long and the reference vessel diameter was 3.0mm. Following placement of a temporary pacemaker, vascular access was gained via the femoral artery. The physician used a apex 1.5 x 15mm balloon catheter to assist with advancing the floppy rotawire guide wire into place. The physician then ablated the lesion with the 1.25mm rotalink catheter burr at 160,000 rpms, successfully crossing the lesion. The physician then ablated the lesion with the 1.5mm rotalink catheter burr at 160,000 rpms, successfully crossing the lesion. The 1.5mm burr was noted to be stuck on the guide wire, and with difficulty both devices were removed outside of the body as one unit. It was noted that the rotawire guide wire caused a proximal dissection. A non-bsc guide wire was advanced to the rca and caused a perforation. A 2.5 x 15mm non-bsc balloon was inflated for 5 minutes to treat the perforation and stabilize the patient. The patient experienced an st elevation and respiratory arrest. Surgeons were called but declined to take the patient into surgery. The patient was taken to the ICU in critical condition. Two days post-procedure the patient was re-catheterized and the rca was totally occluded. The physician advanced an unspecified guide wire part-way down and inflated a balloon ostially. This resulted in little flow restoration. The patient also had an intra-aortic balloon pump and temporary pacemaker. Ef was down to 35-40%. However, three days post-procedure the patient experienced a myocardial infarction (mi) and st segment elevation and died. Cause of death was documented as an mi.